Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer wears the pump against their skin. There was no impact to the customer's blood glucose level. A system check was performed verifying the occlusion alarms. Tandem technical support educated the customer in regards to causes of occlusion alarms.